Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer successfully resumed insulin deliveries with the same supplies prior to calling tandem technical support. There was no reported impact to customer's blood glucose level.